Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a caregiver was unable to set the exit alarm on a progressa bed system and the patient exited the bed and fell sustaining a hip fracture. The hip fracture required surgical repair. At the time of this report, the patient outcome was unknown. No additional information is available.